Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No glucose levels were reported. It was stated that the customer was vomiting and had hard time to breath. It was stated that the customer had high blood glucose and repeated no delivery alarms during bolus, but the customer kept clearing the alarm. No further information was provided at time of call.